Event description:
It was reported that this patient received an inappropriate shocks while sitting. During a follow up different vectors were tested with various postures with noise not reproduced. The physician decided to leave the secondary vector programmed. No adverse patient effects were reported. The device remains implanted. A review by technical services (ts) confirmed t wave oversensing as well as high amplitude artifacts likely due to motion. Ts discussed doing an in office evaluation and potentially using the alternate vector as the currently programming would be helpful in mitigating noise, but not the risk of inappropriate detection due to a reduction in r wave/motion artifacts. Additional information noted that the patient will be brought in to the hospital to do an x-ray to evaluate system position. In addition, the hospital wanted a comparison between the vectors at implant and the vectors in the last few days. Additional information noted that the patient was checked at the hospital and the sensing vector remained programmed in secondary as posture changes showed a decrease r wave amplitudes in the alternate vector. Radiological images showed an incorrect position of the electrode, thus a repositioning was planned. Ts also noted that it was not possible to compare the vectors at implant and the vectors the last few days as there was not uploaded sessions from the implant date. Subsequently the patient was hospitalized as a repositioning of the electrode was planned. Additional information noted that the patient was subject to another screening and no vectors passed the performed screening. All the data was sent for a review to determine how to proceed. Ts reviewed the data and noted both low r waves and high t waves observed. Ts also discussed a high risk of smartpass deactivation due to the low amplitudes, and noted that it was at the physicians desecration regarding keeping the device implanted due to the failed screening as a higher risk of inappropriate sensing/therapy could occur. Ts confirmed the alternate vector passed screening in one posture, while all other vectors failed in all posture performed. Additional information noted that new induction testing took place and new screening. The physician elected to not reposition the electrode as it appeared in a correct position via x-ray. The device remains programmed in the secondary vector.